Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the device was fired twice on the cystic duct. On the 3rd firing across the duct the clip scissored. The surgeon removed the clip and fired again. The 4th clip scissored. This clip was removed. An el314 was used to complete the case. There was no consequence to the pt.